Manufacturer narrative:
The head end brake casters were replaced by the technician to resolve the issue.

Event description:
The technician alleged the brake casters at the head end of the stretcher would swivel while in brake mode. No patient impact.